Event description:
It was reported that while repositioning the patient, the catheter broke approximately 1.5cm from the hub. The catheter did not migrate and it was removed from the patient without incident. The nurse was able to grab the retained portion and remove it without difficulty. The catheter had been in place for almost 24 hours.